Manufacturer narrative:
Upon review of the results through abbottlink, there were several message codes 3460 [aspiration error for sample at (0). 0 = pipetting location] and 3062 [residual liquid detected in cuvette (0). 0 = cuvette number]. The customer performed recommended troubleshooting which resolved the issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that falsely decreased alinity c results were reported for a patient (sample ID (B)(6)) and questioned. The customer retested the same sample and results were higher. The following data was provided. Sodium: initial result of 109 meq/l retested at 137 and 137 meq/l. Potassium: initial result of 3.4 meq/l retested at 4.3 meq/l. Chloride: initial result of 76 meq/l retested at 97 meq/l. Normal reference ranges: sodium: 136 - 145 meq/l. Potassium: 3.5 - 5.1 meq/l. Chloride: 98 - 107 meq/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely decreased alinity c results were reported for a patient (sample ID (B)(6)) and questioned. The customer retested the same sample and results were higher. The following data was provided. Sodium: initial result of 109 meq/l retested at 137 and 137 meq/l. Potassium: initial result of 3.4 meq/l retested at 4.3 meq/l. Chloride: initial result of 76 meq/l retested at 97 meq/l. Normal reference ranges: sodium: 136 - 145 meq/l. Potassium: 3.5 - 5.1 meq/l. Chloride: 98 - 107 meq/l. No impact to patient management was reported.